Manufacturer narrative:
UDI not available. As product was manufactured on or before 23 sep 2014.

Event description:
It was reported, that the patient presented for a follow-up in clinic. It was noted, that the right atrial lead exhibited noise oversensing. The lead was capped and replaced on (B)(6) 2023. There were no patient consequences.